Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lobectomy, when attempting to first fire across the lobe, the loading unit would go into firing mode with 2 different reloads but the handle was not able to fire. It was noted that the surgeon was not able to press the green button but was able to squeeze the handle. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned loading unit noted that the channel c onnectors of the loading unit were bent away from the inside channel wall of the loading unit. Loading unit came with a cartridge attached. Functionally, the attached cartridge was removed with ease. The loading unit was able to communicate with the representative handle but was unable to recognize a new staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent channel connectors of the loading unit may be replicated during inadequate/unsuccessful loading attempts. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.